Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 8591-38, lot# d26867, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that following a fall in (B)(6) 2014 the patient has had issues with their stimulation. They noted that the stimulation was in the wrong location, that their foot was "dead" because they had no stimulation in that location, and that initially they had coverage in 1.5 legs but now it is down to only in one leg. The stimulation also changes when they move their head; when lying down they have to lift their chin to feel stimulation and when lying on their side they have to lift head to a certain position for the stimulation sensation to come on. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.